Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a broken shell, a missing valve, missing portions of the shell and missing portions of the plug strap. The leak test and microscopic analysis were performed which identified a sharp break on the radius, total delamination of the valve, and a sharp break on the plug strap. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is a sharp break on the radius due to an unidentified tear opening, a sharp break on the plug strap due to an unidentified tear opening, total delamination of the valve, and missing portions of the shell and valve assessed as inconclusive. The reason for reoperation is deflation.

Event description:
Health professional reported right side deflation. Device has been explanted.